Manufacturer narrative:
H3) a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed. The investigation found the system had a low battery issue at critical level which prevented 3d image acquisition and the system needed to be plugged in to recharge the battery to recover. Fdm 10, fdr 213, fdc 67 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: bi31000163, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The system was found to function as intended, and no parts were replaced. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was a low battery message which made the system unable to perform a 3d scan. After shutting down the image acquisition system (ias) and waiting for approximately 20 minutes, the system was then able to perform a 3d scan. Troubleshooting showed that the battery had a good voltage and that after six hours and six 3d scans, the battery dropped below critical level. It was indicated that the probable cause of the reported event was too many scans and too long of standby time without recharging the battery. There was no impact to patient outcome, and no extended surgical time as a result of this issue.